Event description:
The report stated that during a colonoscopy, the patient's colon was perforated. According to the report, the patient suffered acute peritonitis and other life-threatening injuries as a result of the perforation which required the need for multiple surgeries and hospitalizations and other medical treatment. The generator was set to 3 in the coagulation mode.

Manufacturer narrative:
Date of initial report: 03/20/2008. Note this incident occurred in 2003 and was only now reported to covidien.